Event description:
The device was returned from the customer facility due to a constant alarm for occlusion on line a. There were no reports of any adverse patient events while the device was in clinical use. During initial manufacturing testing, it was found that with the device powered off, the cassette in place and locked, and the IV lines opened, fluid mixes between the lines. There is no flow to the patient line or the collection bag, but there was flow between all lines a,b,c and d.